Event description:
Customer reported occlusion alarms. The customer's blood glucose level exceeded normal thresholds, but specific values were unknown. Correction was managed through manual injections without third-party assistance. To resolve the issue, the customer changed the infusion set and cartridge before resuming insulin use. Despite frequent occlusion issues, the customer declined further assistance, and cts subsequently closed the case.